Manufacturer narrative:
Scar has been raised with supplier to facilitate investigation and root cause determination. Awaiting sample return from customer.

Event description:
Doc was going to intubate and the systems picture went out during the intubation. No serious injury/harm to patient or user. No indirect harm. No required intervention to prevent permanent damage. No hospitalisation - initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths.

Event description:
Doc was going to intubate and the systems picture went out during the intubation. No serious injury/harm to patient or user, no indirect harm, no required intervention to prevent permanent damage, no hospitalisation - initial or stay prolonged by 1 day or more, no serious injury, disability or permanent impairment, not life threatening, no deaths.

Event description:
Doc was going to intubate and the systems picture went out during the intubation. No serious injury/harm to patient or user. No indirect harm. No required intervention to prevent permanent damage. No hospitalisation, initial or stay prolonged by 1 day or more. No serious injury, disability or permanent impairment. Not life threatening. No deaths.

Event description:
Doc was going to intubate and the systems picture went out during the intubation. No serious injury/harm to patient or user, no indirect harm, no required intervention to prevent permanent damage, no hospitalisation - initial or stay prolonged by 1 day or more, no serious injury, disability or permanent impairment, not life threatening, no deaths.